Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that a piece of the instrument was missing from the tip. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review identified superior dynamic shaft bent to one side near the pivot pin. No cracking, fracture or pivot pin backout is noted around either side of the upper and lower pivot pins. Witness mark with material disruption noted on dynamic jaw on the side opposite to the direction of bend. The above observations are consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.